Event description:
The customer reported that the unit advised shock, but then it shut down and the "do not use" symbol appeared.

Manufacturer narrative:
The evaluation of the device has begun, but is not yet complete.